Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, as noted on the presenting electrogram (egm), resulting in unnecessary atrial pacing (ap) and pvc counts. The ra lead amplitude was measured at 0.7 millivolts, with sensitivity set to fixed 0.75 millivolts. The sensitivity was reprogrammed to fixed 0.25 millivolts, after which no further undersensing was observed. At this time, this ra lead remains in service. No adverse patient effects were reported.